Manufacturer narrative:
(B)(4). Batch t5ac7l. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with three cartridge reloads present. The reloads (b and c) were received fully fired. The reload (d) was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. Reload b and c: gst60d, r5an5d, fully fired. Reload d: gst60b, r5aa8a, fully fired with the cartridge deck damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: t5ac7l. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a whipple procedure, the stomach was transacted near the incisura angularis using two gold cartridges. Later in the procedure, the same stapler was used to transect the small bowel with a blue cartridge and then to create the gastrostomy-jejunostomy with another gold cartridge. Prior to the gastrostomy-jejunostomy being performed, the transacted stomach was set aside for about an hour. When the surgeon returned to it, he was disappointed to see that the entire staple line was oozing. On a scale of one to five, he gave it a grade of five. The gastrostomy-jejunostomy staple line also exhibited some oozing at the crotch and near the top (grade two). Electrosurgery was used extensively to control hemostasis along the edge of the transacted gastric staple line. In addition, two staple legs were protruding from the transacted stomach approximately at the midpoint of the second firing. The entire staple line was then over-sewn. The procedure was delayed by two minutes. No patient consequences were reported.